Event description:
It was reported that the device was explanted due to eri status. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function. Incoming interrogation revealed the battery status eri. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition showed that the eri status was as expected. There was no premature battery depletion. In conclusion, there was no indication of a device malfunction.